Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with vivio s1 1920 phone with android 9 operating system version 211211107. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced panic, sweating dizziness, and convulsions. The customer was then seen by paramedics where they had their blood pressure and blood glucose levels taken and were given hypofree glucose gel for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported a scan error message using freestyle libre 2 application. The reported configuration is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used. Therefore, the issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.